Event description:
It was reported that this electrode exhibited oversensing of noise due to low amplitude, resulting in an inappropriate shock. A request was made to have data from this device analyzed. Review of device data confirmed inappropriate therapy due to oversensing of noise, due to low amplitude and increasing power consumption in a gradual fashion. Technical service (ts) provided recommendations for system integrity testing, x-ray imaging, and device replacement in the near future.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.